Manufacturer narrative:
(B)(4). Biazzo, a., d'ambrosi, r., staals, e. Masia, f., verde, f. (May 2022). Hybrid cementation technique using the new modular system for aseptic knee arthroplasty revision surgery. The archives of bone and joint surgery. 10 (5), 432-438. Https://doi.org/10.22038/abjs.2021.52467.2593. The date of the reported event is unknown. Concomitant medical devices: unknown vanguard 360 tibial bearing catalog #: ni lot #: ni, unknown vanguard 360 femoral component catalog #: ni lot #: ni, unknown biomet 360 tibial tray catalog #: ni lot #: ni, unknown vanguard femoral stem catalog #: ni lot #: ni. Occupation - journal article co-author. Foreign source: italy. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-02109, 0001825034-2022-02110, 0001825034-2022-02111, 0001825034-2022-02112. Insufficient information.

Event description:
It was reported that a patient underwent a left knee arthroplasty revision to address pain approximately 34 months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b4, g3, g6, h2, h6, h10. H6 - component code - proposed code is mechanical (g04) - stem the device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.